Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that pressure sensor not responding (psnr) was observed and pressure sensor pump number two (ps pump #2) was absent, escalated from pump number one (control panel [cp]). At the time of observation, the system was still supporting suction despite pressure sensor loss and sensing issues, with no signs or symptoms. A subsequent issue for the console was later noted, showing the same failure modes. There were no signs, symptoms, patient involvement, or consequences. The issue appears related to optical sensor performance.

Manufacturer narrative:
D9 product was returned. H3 device evaluated by manufacturer was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Reported placement signal not reliable alarms and absent placement signal on ic7296 were caused by malfunction of the optical pressure measuring unit.

Manufacturer narrative:
Additional information has been provided in d9 this report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.